Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2025. Device evaluation: visual inspection revealed that the complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was cracked and the damage extended to the cartridge tube. The lens module was inspected revealing no damage; however, viscoelastic residue was identified which could have contributed to the complaint event. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The complaint issue "lens damaged" was not identified during product evaluation as no lens was received. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective and it was not used. Account indicated that the surgeon saw under the microscope that the lens was already crumpled. No additional information was received.